Event description:
During a device replacement procedure due to normal eri (elective replacement indicator), it was noted that it was difficult to loosen the screw of the device. The device was explanted and the patient was stable with no adverse consequences reported. Additional information was requested but not available.

Manufacturer narrative:
The device was received with the header removed from the device can. Punched holes were found on the rv and ra septum. The set screw insets were filled with dried blood and damaged septum material. Once the set screw insets were clear of debris, tightening and loosening of the set screws were normal. Device image analysis could not be performed due to loss of telemetry. Longevity assessment was performed and device was in the normal range of operation and exceeded projected longevity. The reported event of a set screw anomaly was not confirmed.